Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Section h10 has been added. Per review of medical records, tee performed 3 years and 9months post tavr procedure revealed a lv of ef 55-60%, bioprosthetic valve in pulmonic position not well visualized. No obvious evidence of endocarditis. No pulmonic regurgitation and mean gradient 42mmhg. No intervention was performed. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Event description:
As reported by the field clinical specialist through edwards hotline, approximately 3 years and 8 months post transfemoral tavr procedure with a 26mm sapien 3 valve in the pulmonic position, the patient was presented with a failed valve due to stenosis. The patient is being worked up for an intervention.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.